Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What were current symptoms following the index surgical procedure? Onset date? How was the ureteral diverticulum confirmed? Is this associated with device usage? Has medical or surgical intervention been performed for the patient symptoms? Results? It was reported previously possible erosion, please provide the following information: mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced pain, urethral diverticulum, previously possible erosion. Additional information has been requested.